Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient doesn't know if their ins is working and noted that they wet themselves five or six times a day. They also said their brain tells them they need to use the bathroom, but "within a minute it's pouring out of me". The patient also said they had bowel control issues even though they were implanted for bladder. During the call, they were able to connect to their ins which showed stimulation was at 1.65v on program 1 and increased to 1.8v where they felt stimulation comfortably. They added that they have an appointment with their healthcare provider (hcp) later on that week. As a result of what was reported, they were redirected to their hcp to address symptoms. No further patient complications have been reported as a result of this event.